Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter in two pieces. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the device revealed that there were numerous kinks throughout the hypotube with a complete hypotube separation 69cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation.

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation; however, it was noted that the balloon broke. No known patient complications were reported.